Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis emergency planned treatment was performed when the issue happened. The procedure was completed by using wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch does not work. Upon some functional test, fse found the cause of the issue due to wi-fi connection. Fse replaced wireless footswitch and the base station. After replacement of wireless footswitch and the base station, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.